Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the cage was disposed of by the user, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. In placing the cage, the surgeon reportedly may have been too lateral with his initial approach, and the interbody ended up being anterior of the transverse process instead of being centered in the disc space along the anterior column of the spine. In order to retrieve the interbody and reposition it, the surgeon had to remove the transverse process, which made it difficult to achieve good bone purchase in the corresponding pedicle. The surgeon decided not to reinsert the cage and left the disc space empty. The incident was most likely due to the surgeon's approach/technique. While the implant was not returned, a general review of the manufacturing and inspection records revealed no additional information. User disposed.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which an cage was unable to be implanted as intended thereby extending the surgery time. Surgery took place (B)(6) 2016. (Related to 3004774116-2017-00005).